Event description:
It was reported that a patient with an ambicor penile prosthesis app was unable to inflate the device. The device was subsequently explanted and replaced. No patient complications were reported.

Event description:
It was reported that a patient with an ambicor penile prosthesis (app) was unable to inflate the device. The device was subsequently explanted and replaced. No patient complications were reported.